Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the distal end of the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the distal end of the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.